Event description:
It was reported, that the patient presented for routine implant of the right ventricular lead. For left bundle branch pacing. During the procedure, positioning was attempted at several locations of the right ventricular septum. The lead perforated the septum at one location. The lead was then removed from the septum. And additional locations were attempted. The lead was successfully fixed. The patient was stable.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
Additional information: d4 and h4.